Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 590 mg/dl and high ketones. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on insulin labeling. A manual insulin injection was administered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.